Event description:
It was reported that placement of the proglide sutures were attempted in the right common femoral artery, using a pre-close technique, prior to a stenting of a coarctation procedure. The arteriotomy was a 6fr and during the interventional procedure, the sheath was upsized to an 12fr sheath. Reportedly, after the proglide was inserted into the patient, prior to deployment, the sutures broke. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician has been trained in the use of the proglide device and established in the pre-close technique. No additional information was provided. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Per the proglide instructions for use, the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients younger than 18 years of age. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned condition confirms that the device was deployed. The posterior cuff captured the needle. Because the whole suture was returned undamaged, the reported suture break could not be confirmed. However, the link was detached from the swage end of the posterior cuff during the needle plunger retraction which subsequently resulted in a failure to retrieve the suture and could appear very similar to the reported suture break. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.